Event description:
It was reported that syringe 3ml ls emerald packaging was blurred. The following information was provided by the initial reporter: customer reported some "mist" in the packaging of the 3ml syringes. There is no moisture and the syringe is intact. It is simply the packaging that is "blurred".

Manufacturer narrative:
H6: investigation summary the samples were received by bd for evaluation. A quality engineer was able to review the returned (512) samples and four photographs of emerald 3ml from lot # 0.0317490 product # 302986 with the reported issue of that ¿mist in the packaging of the 3ml syringes. There is no moisture, and the syringe is intact. It is simply the packaging that is blurred¿. We have received 512 samples and four photographs and analyzed these samples under smart scope. The prima facie evidence from the smart scope looks like the cloudiness in the inner side of the cavity cover of the syringe is a cold formation issue which is caused during the primary packaging process. Ten retention samples of lot number 0.0317490 were also used for investigation of the reported defect. The other test conducted on the samples received were visual testing for presence of moisture and microbiological culture testing for presence of bacteria. There was no moisture found on the received sample inner cavity. The microbiological culture plate did not show growth of any biological agents ruling out any microbiological or moisture present on the inner side of the cavity that showed the cloudiness. We have further involved unit quality team to investigate these complaints and it was concluded that the defect is confirmed to be a cold forming issue and does not impact the packaging integrity. As cold formation was the only probable root cause in the inner side of the cavity cover of the syringe we have raised a scar to the laminate supplier reliant for the probable root cause caused in this raw material roll used in the primary packaging process of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls emerald packaging was blurred. The following information was provided by the initial reporter: customer reported some "mist" in the packaging of the 3ml syringes. There is no moisture and the syringe is intact. It is simply the packaging that is "blurred".